Event description:
The following has been reported: "during pm of device at the fk service depot on (B)(6) 2022, device failed air in line test and needs air in line sensor replaced." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing related to the reported event was observed. Device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich for preventive maintenance during which our local technical team found that the air sensor test was not compliant. As per technical manual the air sensor was replaced and sent to brézins for further investigation. Visual inspection found some rust-colored on the ceramics of the sensor. The part was mounted on a test bench for cross-testing. However a drift of the value of the air detector with water was noted during test 14. This value for "water in line" was below the required level. Due to this unstable and out of tolerance detector the pump could not be recalibrated during preventive maintenance and therefore confirms the reported event. An internal CAPA is addressing this issue. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.